Event description:
It was reported that the pt had received inapprapriate shocks. High lead impedance and noise were also noted. The pt was scheduled for a lead replacement, however when the pocket was opened, it was observed that the round silicone ring was detached from the header of the ICD. The decision was then made to replace the ICD. During the ICD replacement, it was noticed that the lead was kinked. In view of the fact that it was not possible to remove the lead, the pt was scheduled to have a lead extraction at a later date. After the procedure, the pt mentioned of being in a big car accident in 2004.